Event description:
During PICC line removal the PICC line separated from the hub. The PICC line remained in the patient arm with 2 cm protruding from arm. Rn able to remove PICC line. The measured PICC line matched the insertion length.